Manufacturer narrative:
Qn#(B)(4). The customer provided one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the distal and medial lumens were separated directly adjacent to the luer. The edges of separation appeared rough and jagged, which is damage consistent with undue force causing the breakage. Visual examination of the medial and distal luers could not be performed as they were not returned for analysis. The inner diameter of the distal extension line measured to be 1.42 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal extension line measured to be 2.14 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the medial extension line measured to be 1.44 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the medial extension line measured to be 2.17 mm which is within specifications of 2.13-2.21 mm per product drawing. The total length of the catheter body measured to be 220 mm which is within specifications of 207-227 mm per product drawing. The proximal lumen was flushed using a lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the proximal lumen was fully secured to the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of separated luer hubs was confirmed by complaint investigation of the returned sample. The distal and medial luer hubs were separated from their extension lines and not returned for evaluation. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Without the luer hubs to evaluate, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: the luer-lock connection (blue head) is broken during using on patient.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates - extension line/ luer hub separation in use.

Event description:
The customer reports: the luer-lock connection (blue head) is broken during using on patient.